Manufacturer narrative:
Isi has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the jaws of the harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury, harm, or adverse outcome to the patient. Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the fragment was retrieved with laparoscopic instruments. No further information was available from the site.